Event description:
Transcatheter aortic valve replacement (tavr) procedure part of 14f e sheath broke off sheath and embolized to the iliac artery. Lot #66129944. Vascular surgery called who recommended no intervention as retrieving the piece of the device was felt to be higher risk to cause harm. It was felt that the piece would not embolize further, and collateral vessels would provide adequate flow. No anticoagulation recommended by vascular. All of this was discussed with the patient's wife.